Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a death or serious injury.

Event description:
On (B)(6) 2012, it was reported that a surgeon would be performing a lead revision on (B)(6) 2012 due to a lead break. This would be the second revision for this patient.information was received that the procedure went well; however, attempts for any additional information were unsuccessful.the patient's first revision is reported in MFR report #1644487-2013-00164.